Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: d1(brand name), d4(model, catalog and UDI).

Event description:
N/a.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked for damage autofilling failure, test operation found that the machine can work. For a while and after that, the machine has symptoms autofilling failure. The spare parts cylinder, volume, iabp to try to change. Test the machine to work for about 1 day and follow up again. After testing the operation for about 2 days, the machine can work normally. No warning messages. The fse replaced the cylinder, volume, iabp to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump iabp unit had an autofilling failure. There was no patient injury or death reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.